Event description:
A device report from oberdorf indicates a hospital in denmark reported: during a t-pal procedure: the device cannot release the cage by insertion of the t-pal into the 5th intervertebral space causing pressure on the nerves for the bladder and rectum. Subsequently, the pt is incontinent.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found.